Manufacturer narrative:
--

Event description:
Additional information was received that programming changes were made to rv sensitivity.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited suspected farfield oversensing of atrial flutter (af) that resulted in inappropriate anti-tachycardia pacing (atp) and shock therapy that successfully converted the rhythm. Additionally, the oversensing resulted in pacing inhibition for greater than 2 seconds of asystole. The patient was pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported clinical observations.

Event description:
Additional information was received that the device was later explanted and replaced for unrelated reasons approximately one year later.